Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR#: 2134265-2013-05233 and 2134265-2013-05231. It was reported that during an intravascular ultrasound (ivus) procedure, automatic pullback failure occurred. While the physician was using the ilab ultrasound imaging system, the motor drive unit was unable to start pullback. The procedure was completed using the same device. No patient complication was reported and the patient's condition was stable.